Event description:
A malfunction alarm with code malf 12 was reported. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was informed they could continue using the pump and was advised to call back if any further malfunction codes appeared, which they acknowledged and understood.